Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 978b128, lot# va34wkp, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they sit down it felt like there was a wire poking at them or something on the left side where they put the wires around the tailbone and hooked to the little box in their buttocks. Patient asked if there was a droop of the wire to where that could be giving them a problem. Patient said it was uncomfortable when they feel it in their vagina. Patient also said they go to the restroom even if they didn't think they had to go and they go in and they release out of their urinal tube. Patient said that issue started the last couple of weeks. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had an appointment with their surgeon on (B)(6) to get their tubes changed. Patient reported painful stimulation.